Manufacturer narrative:
Na

Event description:
During the week of (B)(6), the physician implanted a myodex lead. They heard the "click" saying the lead was released from the introducer when removing the introducer, they noticed that the lead was still attached to it so they removed a little part of cardiac muscle. The procedure was then ended by surgery to drain the blood and suture the damaged part of the heart. The pt was fine but the procedure time was 3 hours.